Event description:
It was reported that the patient was admitted to the intensive care unit twice due to diabetic ketoacidosis. The patient's doctor claimed that the insulin pump was the reason because it was not delivering the insulin correctly. The patient had a blood glucose level of 400 mg/dl and hi mg/dl (> 600 mg/dl). A blood gas test was performed at the hospital and she was treated with insulin and potassium administration. During the hospitalization, the patient used an insulin pump from the hospital. After discharge from hospital, she returned to using her insulin pump. The patient was hospitalized for 10 days in (B)(6)2023 and 5 days in (B)(6) 2024.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.